Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated she has air bubbles in the reservoir. Customer stated the air bubbles are appearing at the o-rings in the reservoir. Customer was advised to change the reservoir and we are sending replacement reservoir. Customer stated that there are no reservoir leaks.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Performed pre-fill reservoir tests and found no leakage or air bubble anomalies during filling. Did not find any leakage anomalies when removing the plungers.